Event description:
Stretched during deployment and repositioning in the aneurysm. The device was removed successfully with the (mc) microcatheter. Another same size coil was used to complete the procedure successfully. There was no patient injury reported and the device will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15498730 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit mini complex fill coil (637mf3509/ 15498730) stretched during deployment and repositioning in the aneurysm. The device was removed successfully with the (mc) microcatheter. Another same size trufill and deltapaq coils were used to complete the procedure successfully. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter, and after the event, the same microcatheter used with the next device. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. The target site was an acom aneurysm. There was no patient injury reported and the device will be returned for analysis. Corrected data: please note that for the initial medwatch report the following words were missing (during the procedure, the orbit mini complex fill coil-637mf3509/ 15498730) from the event description. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit mini complex fill coil (637mf3509/ 15498730) stretched during deployment and repositioning in the aneurysm. The device was removed successfully with the (mc) microcatheter. Another same size trufill and deltapaq coils were used to complete the procedure successfully. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter, and after the event, the same microcatheter used with the next device. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. The target site was an acom aneurysm. There was no patient injury reported and the device will be returned for analysis. A non-sterile orbit mini complex fill 3.5x9 was received coiled inside of plastic bag. The hypotube was inspected and kinks were. The introducer was zipped and it was found in good conditions. The support coil, the gripper and embolic coil were received inside the introducer. The gripper and support coil were found without any damage. The coil was found stretched. Some waves were found on the product but apparently can occur during the handling of the unit when this was returned for evaluation. The embolic coil and the gripper were inspected under microscope, the gripper was found without damages. The embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported damages found during analysis may have occurred during shipping, since it was indicated that no other damages were noted on the device. With review of the reported information and the device history records, there is no indication of any manufacturing issues impacting the event. Procedural factors appear to have contributed to the reported event. Therefore, no corrective actions will be taking at this time.